Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that when performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay they noted that patients samples generated on the axsym digoxin iii assay were higher compared to axsym digoxin ii. The customer also states that they are sometimes getting error code 1063 (invalid test result, correlation coefficient too low) when running patients samples on the axsym digoxin iii assay. There was no impact to patients management reported.